Manufacturer narrative:
The patient experienced the peritonitis on an unreported date ¿about two months ago¿ (date unspecified). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was reported by the doctor to be ¿in usual¿ (no further detail). On unreported dates, the patient was hospitalized and the patient began treatment for the peritonitis with vancomycin (dose, frequency, duration and route were not reported). Pd therapy was ongoing during hospitalization. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.